Event description:
It was reported that during a whipple procedure, while dissecting causing the jaws to get stuck. They could not get the jaws open. The device was taken out of the patient and the handles pulled apart outside of the patient. No patient impact reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The device was received with a staple imprint on electrode. The staple was removed from the jaws for functional tests. The device was functionally tested with a generator and the device passed all functional tests. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) during functional testing, the jaws opened and closed properly. The device was disassembled and electrode was dented. It is possible that the staple in the jaws prevented the jaws from opening.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.